Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3 other code: the medical device could not be examined because it remains implanted. H6 b14: a review of the manufacturing records indicated the device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Reportedly on (B)(6) 2020, this patient underwent an endovascular repair of a degenerative thoracoabdominal aneurysm type I, which was treated with a fenestrated and branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical). Reportedly, the whole procedure was uneventful however there were quite a few issues during the procedure., aortic access was successfully gained, device was not deployed as intended, catheters were not successfully removed, the patency of the devices were confirmed at the end of the procedure. The patient received an additional antiplatelet medication during the procedure. According to reports, on (B)(6) 2020 an adverse event termed "limb weakness and polyneuropathy" was discovered. The relationship was recorded as vbx stent graft procedure related. Treatment was administered in the form of medication and rehabilitation and the adverse vent resolved on(B)(6) 2020.

Manufacturer narrative:
This complaint was initiated based on information received from a study alert. The available information reported in the complaint does not reasonably suggest a potential malfunction or product packaging and/or labeling issue has occurred nor does it meet criteria of a reportable serious injury, therefore this complaint will be switched to a non-reportable complaint. No diagnosis of stroke or transient ischemic attack has been reported.